Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the patient is having difficulty charging. The caller stated that he looked at the pocket and the ins seems to be moving in the pocket. The patient lost 80 lbs. Which they think may be related to the condition of the ins pocket. The caller thinks that the battery can flip. The patient indicated that she has to lay and push on the recharger (insr) antenna. The patient also used towels around or over the insr antenna. The patient is able to get 8 bars but if she does not watch it and maintain the position the coupling can drop down to 2 bars. The patient claimed that they are charging every day for 4-5 hours. The patient also indicated that the insr screen is displaying the overheating icon during every recharge session. No further complications were reported. No additional patient symptoms were reported.